Event description:
During glenoid reaming, the reamer fractured into multiple pieces resulting in increase to surgery time as broken pieces were retrieved from wound site. Sales rep reports that there were no unusual circumstances surrounding the event. The surgeon had applied slight pressure to the reamer. The surgeon suggests that the reamer could have had some metal fatigue from previous usage.

Manufacturer narrative:
Broken instrument was inadvertently discarded by hospital staff. Device lot numbers were not available.